Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A printout of the episode was sent to boston scientific technical services (ts) for further assistance. A ts consultant discussed that the episode showed t-wave oversensing due to a decrease in amplitudes that led to the delivery of the inappropriate shock. Add'l testing that could be performed was also discussed as well any info on what the pt was doing when she received the shock. No adverse pt effects were reported. The pt was brought back in and exercise testing was performed. The morphology changes observed in the episode could not be recreated during testing, and all three vectors showed acceptable sensing. When asked what she was doing at the time of the episode, the pt stated that she was at work and was just standing in the kitchen holding a four pint carton of milk. She did not experience any other symptoms or elaborate further on her activities. The pt was brought back in for add'l exercise testing and the oversensing was not able to be recreated. The pt will undergo an electrophysiology (ep) study at a later date. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.